Manufacturer narrative:
The returned lead was only available in fragments. The distal fragment, including the tip electrode, was not available for analysis. The lead had been cut through 11 cm distal of the is-1 connector pin, probably with a scalpel. During the analysis of the fragment, abrasion traces were noted at the is-1 and the df-1 connections. These characteristic abrasion traces indicate an interaction of the connector exits with each other. Furthermore, the analysis showed, as mentioned in the clinical complaint, that the df-1 connector exit was torn off. This damage can probability be regarded as the cause for the measured shock impedance of more than 150 ohm. The analysis of the x-ray images showed an extra pocket for the excessive lead conductor superior to the generator. In the region of this extra pocket, severe bending radii of the lead were noticeable at the connector exits. Excessive mechanical stress in just this are could have contributed to the clinical complaint. The measurement of the direct-current resistances of the electrical conductors did not show anything abnormal. In summary, there were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - it was reported that, after an implantation time of 18 months, an increase in the shock impedance (>150 ohm) was detected. The lead was explanted in fragments. A lead fracture was observed in the process. No deterioration of the patient's state of health was reported.